Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Patient condition? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: visual analysis of the individual image submitted for evaluation determined that a section of damaged suture was visible outside of its original packaging. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken not to damage the thread when handling it. Avoid the crushing or crimping action of surgical instruments such as needle holders and forceps. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. During the procedure, at the time of performing the procedure, the suture breaks when pulled, and it looks frayed. There were no patient consequences reported. Additional information was requested.